Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. It was noted that the native aortic bifurcation was narrow; however, the bilateral iliac limb stent grafts were patent at the completion of the index procedure. Less than 24 hours post-op, the patient experienced a "cold left leg" and a potential occlusion of the left iliac limb stent graft. A re-intervention was performed successfully resolving the occlusion. As of the date of this report, there have been no additional patient sequelae reported.